Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that one week post implant, this right ventricular lead exhibited elevated threshold measurements and loss of capture. Stable sensing and impedance measurements were observed. A revision procedure was performed and the lead was successfully repositioned. No additional adverse patient effects were reported.